Event description:
It was reported that an occlusion alarm occurred and customer experienced very high blood glucose, with meter reading ¿high¿ and no specific value recorded. A manual insulin injection was administered to address bg level. Customer filled and loaded new cartridge and occlusion alarm did not recur. The customer chose to continue monitoring infusion site after cartridge change. Further troubleshooting was declined; therefore, no additional information was obtained.